Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 277 (mg/dl). Customer administered a correction bolus with the pump to treat bg level. Customer stated that it was possible that they did not unlock the screen before proceeding in the load sequence. However, as the customer declined to perform troubleshooting/system check with tandem technical support, this could not be confirmed.